Manufacturer narrative:
(B)(4). The 3.5 x 23 mm xience v (p.n. 1009530-23, lot # 9051241), is being filed under medwatch #2024168-2010-00483. Evaluation summary: the 3.5 x 18 mm xience v was returned with blood on the balloon. There was contrast on the balloon. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated 72 cm distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The material was stretched and jagged at the separation. There was a kink in the hypotube 8cm distal to the separation. There was no other damage noted to the sds. The tip length was measured and met manufacturing criteria. The tip length was 6 mm. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the patient's anatomy was described as difficult lesion with moderate tortuosity and moderately calcified, which may have contributed to the difficulty crossing. The tip lengths and stent outer diameters were measured and met the manufacturing criteria. In this case, it appears that both hypotube separations are a result of pushing or advancing with force against resistance. If the sds is not properly supported during pushing or advancing against resistance, this may cause the hypotube to kink. Once the hypotube material is kinked, and upon straightening, the hypotube material could ultimately separate. It should also be noted that the products instruction for use (IFU) states: "applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system." The reported cracks in the shaft are assumed to be referring to the hypotube material breaking at the separation site, as there were no other cracks noted on the returned products. Additionally, both returned units also had an additional kink located just proximal to the separation sites. This further indicates that both systems likely encountered resistance at the same location of the anatomy during advancing, resulting in both catheters to kink in nearly the same locations of the shaft. A review of the finished product lot history records (lhr) for both parts did not reveal any nonconforming material records (ncmr) that could have contributed to this complaint. Additionally, lot release testing results were reviewed and all samples met all manufacturing criteria for both lots. Overall, the reported shaft separations and additional kinks appear to be related to case circumstances, and there is no indication of a product quality deficiency.

Event description:
Device malfunction: shaft separation. Time of device malfunction: during procedure. Symptoms/ae: retrieval of separated shaft. It was reported that during the procedure in a moderately tortuous and moderately calcified left anterior descending artery (lad), resistance was felt while advancing the xience v stent delivery system (sds) due to a "difficult lesion." The sds failed to advance to the lesion and force was applied, resulting in cracks on the shaft; however, the sds remained in one piece. The stent was not deployed. When attempting to remove the sds from the anatomy, the shaft separated into two pieces outside of the patient anatomy. A second xience v sds used with the same results. There was no intervention required; no adverse patient sequela. Though requested, no additional information has been provided.